Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the device went into backup vvi due to am uncorrectable data corruption which may result from an anomalous component. The root cause was undetermined.

Event description:
It was reported that the device went into backup vvi mode during post-op. Firmware was reloaded 2 to 3 times and the device always reverted back to bvvi. The device was explanted.